Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, there was a foreign material on groove or gap of the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date was november 23, 2021, not november 18, 2021 as reported in initial MDR.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Local service department checked the subject device and found that the forceps elevator had a foreign material. Based on the following information, the cause was presumed that reprocessing and storage environment in the user facility was not appropriate. * according to the inspection result by local service department, it was confirmed that the side surface of the forceps elevator was stained. * in IFU, the following description is included. - brushing method around the forceps elevator, irrigation/rinsing method of detergent solution. - after manual cleaning, wipe out and dry the surface of the device. - do not store the device in a place of high humidity. * according to the past similar case, the cause was presumed that user¿s reprocessing around the forceps elevator after procedure was insufficient. The exact cause of the reported event could not be conclusively determined.